Manufacturer narrative:
CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer comment: lot number was not reported. Pharmacovigilance comment: the serious expected event of vascular occlusion was considered possibly related to the treatment. Serious criteria include the need for multiple medical interventions. The non-serious expected events of haematoma at implant site and livedo reticularis were considered possibly related to the treatment. Potential etiologies include intravascular filler injection leading to vascular occlusion and the remaining events. Potential contributory factors include injection technique. Expired restylane kysse was used according to the reporter. The case meets the criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 27-apr-2020 by a physician which refers to a (B)(6) year-old female patient. No information about medical history, concomitant medication, history of allergies has been provided. The patient suffered from a lack of volume of her lips (hypovolaemia). The patient had previously received treatment with teosyal redensity 2 on (B)(6) 2019 for augmentation of lower eyelids and filorga fillmed nctf 135 ha for bio-revitalizing of lower eyelids and forehead, performed in her face on (B)(6) 2020. On (B)(6) 2020, the patient received treatment with restylane kysse to lips (unknown amount, lot number, injection technique). A pointed needle, a blunt needle (cannula) and an injector were used to administer the product. It was reported that the product was used after expiration date(expired device used). Same day, on (B)(6) 2020, the patient experienced haematoma(implant site haematoma) formation on left upper lip of moderate severity. Also livedo reticularis (livedo reticularis) developed on the left cheek of moderate severity. On (B)(6) 2020, the latter was still present. Unknown time later, on an unknown date in 2020, the patient experienced suspected vascular occlusion(vascular occlusion). The treatment for the adverse events included hylase dessau [hyaluronidase] 300 iu and 500 iu on (B)(6) 2020, 600 iu on (B)(6) 2020 and 300 iu on (B)(6) 2020. The patient took aspirin [acetylsalicylic acid], 100 mg tablets for 5 days, heparin [heparin] ointment 60000 iu and traumeel [bellis perennis, calcium sulfide, mercurius solubilis hahnemanni, achillea millefolium, aconitum napellus, symphytum officinale, arnica montana, [atropa belladonna, calendula officinalis, echinacea angustifolia, echinacea purpurea, hamamelis virginiana, hypericum perforatum], [matricaria recutita] ointment for 14 days. Also heat application was performed orally. On (B)(6) 2020, with the help of corrective treatment, the patient had completely recovered, which was noted by the physician at a last control visit of the patient in the week before the time of the report. The reporting physician assessed causality between the adverse events and restylane kysse as possible. Outcome at the time of the report: suspected vascular occlusion was recovered/resolved. Haematoma was recovered/resolved. Livedo reticularis was recovered/resolved. Product was used after expiration date was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on 25-may-2020 from same reporter: case was upgraded as serious. Events (haematoma, livedo reticularis and expired device used) were added. Patient demographics, past filler treatment, suspect device implant date, needle type expiry date, event outcome, reporter causality and corrective treatment details were updated.